Manufacturer narrative:
A partial lead with measuring 28.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported the patient expired shortly after arriving to the hospital in full cardiac arrest. The death is suspected to have occurred due to an untreated ventricular fibrillation that was not converted with high voltage shocks. Review of the session record revealed charge timeouts prior to all of the therapies. The cause of the long charge times is unknown. A lower out of range high voltage lead impedance measurement was observed in a tachy episode. The system were removed and returned.